Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device failed rate accuracy and calibration (out of range). There was no patient involvement.

Event description:
It was reported that the device failed rate accuracy and calibration (out of range). There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device failed rate accuracy and calibration was confirmed and replicated during laboratory testing. An initial rate accuracy testing of the source pump module using alaris system maintenance (asm) found the device was out of specification with an actual error of -5.5475%. The volume per mechanical revolution (vpmr) was noted to be computed as 159.7 l. Rate calibration test was performed on the received pump module, as a result, the pump module¿s new vpmr was displayed as 149.0 l, which was out of acceptable range. Testing of the bezel assembly by temporarily replacing the camshaft observed the vpmr value increased and was calibrated from 159.7 l to 164.2 l when rate calibration was performed. A review of the suspect pump module s/n 17104600 error log was performed, and no error or anomalies were noted on the reported event date. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and programming parameters. The event log review of the suspect pump module showed that no infusions were programed on the suspect pump module external and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. All inspected parts were manufactured by bd. The alaris system user manual v12.3.2 contains the following information regarding maintenance. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.